Event description:
It was reported by the legal that the pt underwent spinal surgery in 2007. It was further reported that, while the pt was taking a shower, she turned and the rod broke, requiring add'l surgery in 2008.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.